Event description:
The customer reported being in the hospital, but not due to diabetes related. However, the customer's blood glucose went up to 471mg/dl and her blood glucose was treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.